Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a postpartum hemorrhage after a cesarean section for twins, a bakri tamponade balloon catheter leaked. Excessive vaginal bleeding and poor contractions of the lower segment of the uterus was noted. The balloon was successfully inserted into the uterus by hand and 500ml of physiological saline was injected; however, blood was found to flow out of the vagina. After removing the complaint device, a new unspecified balloon was replaced to stop bleeding. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9. H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 09apr2026. The device was not handled by or in the proximity of any metal tools. Approximately 500 milliliters (ml) of blood loss occurred before the device failure and 200ml after. Transfusions were not administered due to the event.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a postpartum hemorrhage after a cesarean section for twins, a bakri tamponade balloon catheter leaked. Excessive vaginal bleeding and poor contractions of the lower segment of the uterus was noted. The balloon was successfully inserted into the uterus by hand and 500ml of physiological saline was injected; however, blood was found to flow out of the vagina. After removing the complaint device, a new unspecified balloon was replaced to stop bleeding. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Additional information was received 09apr2026. The device was not handled by or in the proximity of any metal tools. Approximately 500 milliliters (ml) of blood loss occurred before the device failure and 200ml after. Transfusions were not administered due to the event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon material was split. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the final lot. The product IFU states, "upon removal from the package, inspect the product to ensure no damage has occurred." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the complaint file, returned complaint device, dmr, and DHR suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause of the event could not be determined from the available information. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.